Manufacturer narrative:
(B)(4).

Event description:
The patient reported that, after surgery for implant in 2013, the manufacturer representative (rep) checked the device and the patient heard the rep tell the healthcare provider (hcp) that "none of these are working" and the hcp said "yeah, you're right." Relevant medical history included cervical radiculopathy. Follow-up was not possible as the patient did not know the rep's name and no device was registered for the patient at the alleged time of the event.